Event description:
Customer reports experiencing false positive results when testing known control material and patient samples. Customer notes that issue presents when using kits that have already been used before. Issue is not observed when first using kit.customer is experiencing issue with kit lot# m2200543.

Manufacturer narrative:
Customer reports experiencing false positive results when testing known positive control material and patient samples. Customer noted that issue was only encountered when using kits that had already been used. The issue did not occur when using new kits for the first time. Field applications team requested that cusotmer perfomed decontamination and retesting but no response has been received from customer. We will continue to monitor this complaint incase of update. Patient status was not reported. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported event.